Manufacturer narrative:
The concerto coils remain implanted in the patient and will not be returned. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Wojtaszek, m., lamparski, k., wnuk, e., ostrowski, t., maciag, r., rix, t., ¿ rowinski, o. (2019). Selective occlusion of splenic artery aneurysms with the coil packing technique: the impact of packing density on aneurysm reperfusion correlated between contrast-enhanced mr angiography and digital subtraction angiography. La radiologia medica, 124(6), 450¿459. Doi: 10.1007/s11547-019-00993-2. Medtronic literature review found a report of coil migration after implantation. The purpose of this article was to evaluate the relationship between coil packing densities after splenic artery aneurysm treatment and rates of aneurysm reperfusion. The authors evaluated the results of 16 patients (4 male, 12 female, mean age 46.7 years) who underwent splenic artery aneurysm embolization using concerto coils. The article states that one patient underwent concerto embolization of a 17mm splenic aneurysm. The article states that 23 days post-procedure, the patient showed infarction of 20% of the spleen and an occluded dorsal splenic branch on cta. Dsa in this patient revealed that coils had migrated and occluded this branch. The patient underwent stent placement across the aneurysm neck to secure the coils remaining in the sac. A follow-up 3 month dsa showed patency of the splenic artery without aneurysm sac reperfusion.